Event description:
An article in the journal of vascular surgery (2015, in press) (¿a multicenter experience with the surgical treatment of infected abdominal aortic endografts¿) reports a retrospective analysis of thirty-six patients treated with endovascular graft excision and revascularization for aortic endovascular graft infection (I-evar) at four institutions from 1997 to 2014. This article describes a patient who was implanted with a gore® tag® thoracic endoprosthesis and post-operatively underwent endovascular graft excision and revascularization for aortic endovascular graft infection.

Manufacturer narrative:
Age corrected to (B)(6). Gender corrected to female. Event description additional informmation added. Patient's medical history added.

Event description:
On (B)(6) 2007, the patient underwent treatment of a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis. On (B)(6) 2007, aortic endovascular graft infection was identified. On (B)(6) 2007, the patient underwent endovascular graft excision and revascularization. Attempts were made to obtain additional information on this event, however no additional information will be provided.

Manufacturer narrative:
An article in the journal of vascular surgery (2015, in press) (¿a multicenter experience with the surgical treatment of infected abdominal aortic endografts¿) reports a retrospective analysis of thirty-six patients treated with endovascular graft excision and revascularization for aortic endovascular graft infection (I-evar) at four institutions from 1997 to 2014. A review of the manufacturing records could not be performed as the lot number was not available. The root cause of the infection could not be determined with the provided information.